Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable..

Event description:
It was reported that during central processing, the prograsp forceps instrument was fluffy. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument had a frayed cable, but there were no missing pieces or broken portions of the instrument tip. There was no non-intuitive or uncontrolled motion, and the instrument did not become stuck on patient tissue. The procedure was completed robotically without any injury to the patient, and no patient-related information was provided.